Event description:
Follow-up information revealed the patent underwent surgical intervention on (B)(6) 2017, to remove and replace the lead. However, the physician was unable to remove the lead and the lead could not be placed in the targeted area. The lead remains implanted. The patient may undergo addition intervention to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pain relief from the scs system. The patient also experienced a loss of stimulation. X-rays confirmed lead migration. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Additional information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced with another model. Follow up identified the patient's new lead was programmed and effective therapy was restored.